Event description:
Reportable based on analysis completed in 2005. The physician tried to pass a taxus 2.5x16 mm drug eluting stent through a distal lesion in the right coronary artery. The lesion was predilated and 2 cypher stents were previously implanted without any problem. The taxus stent was unable to pass through the lesion from the beginning. The physician eventually decided to use a taxus 2.25 x 16 mm stent which passed through the lesion without problem. On device analysis the taxus stent struts were found to be damaged.

Manufacturer narrative:
Device analysis confirmed the complaint reported. Visual and microscopic examination of the device revealed damage to the proximal edge of the stent struts. It could not be determined if the stent damage was present prior to the crossing attempts or if it occurred during withdrawal. Damage of this nature is usually the result of excessive force having been applied to the device, during withdrawal. The root cause of the stent damage could not be determined. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The shopfloor paperwork for this batch shows that the product met it's specifications at the time of release to distribution. The following shop floor paperwork has been reviewed namely batch 7455528.